Event description:
Surgeon stated that while the shockpulse probe was in use, the end of the handheld shockpulse probe where the surgeon inserts the probe into nephroscope got very hot in temperature and started to steam as the saline was draining onto the probe. The other end of the probe which was inside the patient was fine as its submerged in fluid and did not cause any harm. However, surgeons were concerned for how hot the probe becomes while in use.